Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative (rep). It was reported that the patient was in the process of titration. The dose was increased on (B)(6)2018 to dilaudid 2.5 mg/day, and the patient began having symptoms of nausea, vomiting, sweating, headache on (B)(6)2018 and presented on (B)(6)2018 insisting the dose was too high and was making her sick. The doctor suggested decreasing her back to her previous dose of 2.0 mg/day, but the patient insisted on reducing the dose lower and the doctor agreed to drop her to dilaudid 1.5 mg/day. The patient went into the hospital later that day (B)(6)2018 because now she felt she was getting too low of a dose. Then on (B)(6)2018 the patient¿s dose was returned to 2.0 mg/day. The patient left a message for the rep on (B)(6)2018 at she was doing much better. The pump was interrogated and no motor stalls were noted. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and lumbar radiculopathy. It was reported that the patient was way over medicated the day after she left the hospital. She did not know where she was and went to the healthcare provider (hcp)'s office on thursday and they reduce her (medication). On friday, the patient went to her family hcp. Her oxygen was in 70s and she needed an oxygentank and narcan. This happened because no one knew the right amount of medication. Her old pump was at "5" the medication in the new pump was much lower but still way too much. On sunday of that week oxygen level started going up and she felt like a human being again. The event date was unknown. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.